Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing on the electrogram which may have prevented the implantable pulse generator (ipg) from staying in the mode switch. The lead remains in use. No patient complications have been reported as a result of this event.